Event description:
It was reported a diagnostic procedure was performed and manual pressure was applied. A ptca procedure was performed the following day with the puncture in the same leg and an angio-seal device was deployed. Approx, one hour post procedure, the pt experienced nausea and dizziness. Oozing was noted at the puncture site and manual pressure was applied. Two hours later, the pt was in shock and was transferred to surgery. A retroperitoneal hematoma was found and the pt received a blood transfusion. The surgeon noted the pt was bleeding from two arteries. The pt appeared hemodynamically stable and returned to intensive care. The following day, the pt's condition worsened; pt lapsed into an unresponsive coma and expired 18 hours later.